Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported infusion set tubing separating from the luer lock connection. His blood glucose was elevated to 400 mg/dl. Patient stated he felt "icky" and exhausted. His normal blood glucose range is 100 - 200 mg/dl. Patient changed the infusion set and administered a 12 unit bolus to address the issue. No medical assistance was reported. The pt indicated that the product was no longer available to be returned for eval.